Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and a possible fracture. It was noted that the physician had not made a decision about replacing the lead. The lead remains in use. No patient complications have been reported as a result of this event.